Manufacturer narrative:
(B) (4): eval summary: the parts show burnishing marks and seems to have galled up. It is possible that the bone debris or foreign material got between the surfaces and caused the reported condition. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 13. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaints.

Event description:
It is reported that when the surgeon was using the patella reamer, he noticed copious amounts of metal shavings on the patella.